Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11/24/2015 with the following findings: the display screen had a visible ink spot in the corner of the display screen. A test display replaced the damaged display and was functioning properly. The battery compartment was cracked from the threads to the side. Unrelated to these issues, the piston cap was missing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that there was an ink spot on the display screen and the battery compartment was cracked. This report is made based on results of investigation completed on 11/24/2015.